Event description:
It was reported that while inserting a locking screw (50-20512), it snapped off at the head. The head of the screw is not able to be returned, and the remaining screw thread remained in the patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Company representative was unable to attain device for return.